Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm reading alerted her within the 50s, so she ate food with 12 grams of sugar and protein without a bg test. No symptoms yet at that time. Of note, the patient was pregnant during the time of the event. After 30 mins, despite the treatment, her cgm readings went down to "low" then she fell asleep. When she woke up 3 hours later, her cgm reading was still "low" and felt nauseous and headache so she checked with her bg by doing finger sticks which measured 412 mg/dl, while her cgm was showing "low". She decided to got to the emergency room (ER), but she took 25 units of humalog through the tandem t:slim x2 pump and added 25 units admelog through the pen before driving to the ER. When she arrived at the ER, her bg was measured 260 mg/dl while her cgm was still "low". She was treated with IV fluids, IV medication for the nausea and an oral medication for the headache. Her urine ketones were elevated but eventually went normal. She stayed almost 4 hours at the ER, and when she felt better with a bg reading of 175 mg/dl she was sent home. The patient is doing fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, it was reported to fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.